Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer received a lower reading from her adc freestyle libre sensor than a reading obtained on the built-in. She further reported that on (B)(6) 2018 customer received a scan result of 140 mg/dl compared to a meter result of 500 mg/dl. At the time when the readings were obtained the customer was ¿vomiting and felt low¿. Customer was taken to a hospital where she was diagnosed with dka (diabetic ketoacidosis) and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the return product. Sensor (B)(4) was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug assembly. No issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s mother reported customer received a lower reading from her adc freestyle libre sensor than a reading obtained on the built-in. She further reported that on (B)(6) 2018 customer received a scan result of 140 mg/dl compared to a meter result of 500 mg/dl. At the time when the readings were obtained the customer was ¿vomiting and felt low¿. Customer was taken to a hospital where she was diagnosed with dka (diabetic ketoacidosis) and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.